Event description:
Boston scientific received information that this patient was receiving a heart catheter and during the procedure, their heart rate increased to the max sensor rate. Rate response was programmed off and the patient's heart rate went down to 60 bpm. The caller was inquiring if the device was programmed back to dddr, would the same programmed settings return. Technical services provided stated this would not occur if the telemetry session ended and recommended turning the minute ventilation feature to passive as this could recur since the patient will be in the hospital, monitored post procedure. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.